Event description:
It was reported that during a coronary artery disease treatment procedure, stent damage occurred. The 88% stenosed and 26mm long eccentric lesion was located in the severely calcified non-tortuous distal right coronary artery with a reference vessel diameter of 2.72mm. A non bsc balloon catheter was used to pre-dilate the lesion resulting in 75% stenosis. An omega 2.75 x 28mm stent encountered significant resistance while being introduced. The physician removed the device and noted stent damage. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).